Event description:
Per the clinic, the patient developed an infection (cellulitis) at the abutment site. There are no plans to explant and reimplant the patient with a new device as of the date of this report.